Manufacturer narrative:
Upon further review, it was determined that this report was opened in error. The reported malfunction did not occur.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the device power cord had exposed copper wiring. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device power cord had exposed copper wiring. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.